Manufacturer narrative:
Device evaluation: the cartridge has not been returned; a retained sample from the reported lot # was pulled and evaluated by product analysis with the following findings: during testing the cartridge was found to cycle without difficulties and successfully filled with no air bubbles being formed. A leak test was performed and no leaks were found from anywhere on the cartridge. A cartridge force test was performed and confirmed that the forces were within required specifications. No defects were found related to the loss of prime complaint.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging several loss of prime warnings on multiple cartridges from the same box of cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.